Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) was due bent guide pins preventing the monitor from connecting to the belt. The root cause for the bent pins was excessive force. There was no adverse event that resulted from the damaged monitor.